Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead slipped out of the blood vessels during slitting of the delivery catheter. It was noted there was no ideal position and parameters to place the lv lead. The delivery catheter was replaced and the lead was implanted. No patient complications have been reported as a result of this event.